Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a frozen screen and the customer was unable to get passed the rewind prompt. The blood glucose reading was 150 mg/dl. The customer stated that she was stuck in the rewind complete/bolus delivery loop. Upon troubleshooting, the customer stated that, after the battery rest, she was able to prime the insulin pump and check the basal rates. Nothing further reported.